Event description:
Lap chole - "surgeon used clip applier to ligate cystic duct and artery. The clip loaded in the jaws but when closed did not appear to ligate the structures. Add'l clip applier from different batch number opened." Pt status: "normal post operative recovery."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.